Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6935m, lead, implanted: (B)(6) 2014; 4196, lead, implanted: (B)(6) 2014. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood, and visual summary analysis of the lead indicated apparent explant damage.

Event description:
It was reported that within a couple days of implant, the atrial lead dislodged twice. It was suspected that tissue had become lodged in the helix and was affecting the helix deployment. The lead was explanted and replaced. No patient complications have been reported as a result of this event.